Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 431 mg/dl. After reviewing the bolus history, it was found that the customer bolused 4 times in less than 2 hours and that the active insulin time was 4 hours. The customer declined troubleshooting and stated he would wait the 4 hours and call back if the blood glucose did not come down.